Event description:
New information received notes the patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was received for analysis. The distal portion measuring 47.0cm was received in one piece. The reported events of noise, over-sensing, and inadequate capture were not confirmed. All damage found including shorting due to inner insulation breach was consistent with procedural damages. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that many noise reversions and oversensing was noted on the right ventricular lead. The right ventricular lead was explanted and replaced and the pulse generator was upgraded.